Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 3 to 4 degrees lower than the child's actual temperature. The child was seen by a doctor, where it was confirmed that they had a fever. There were no complications from this incident, and the child is doing well now.

Manufacturer narrative:
The thermometer will be sent to the supplier for further comprehensive evaluation.

Manufacturer narrative:
Root cause analysis: all readings are within specification. These are passing results. The cause of the false negative reading was a dirty lens. The instructions for proper use state that the thermometer should be cleaned in between uses, as necessary.